Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor delivered a pulse below the lower testing limit.

Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed testing - delivered pulse below limit) was confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, the q12 transistor was shorted on the monitor defibrillator board. The cause of the test failure is the shorted component. The root cause for the shorted component could not be positively identified. No adverse event resulted from the defective monitor.